Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited error 41786 and 46441 code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sep-2022 via email and attached in the complaint object: the event occurred during testing of the unit. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the downstream sensor seal was bubbled upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes for system fault were found multiple times in the device event history log. Results: the customer reported error codes issue was duplicated. During powerup, it was found that the device showed an error 41786 and in the event log history, multiple error codes appeared. Root cause of the reported event would be attributed to a defective microprocessor unit mpu board. Who caused the reported event to occur is unknown and could not be determined. It was recommended that the mpu board be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.